Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced pain and discomfort due to inadequate relief from the stimulation. High impedances were observed on the patient's leads. The patient was reprogrammed and doing well for a time. Recently, the patient underwent a lead revision procedure to replace the high impedance leads and was doing well post-operatively.